Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleges that his get you up lift is beginning to be a little wobbly. He believes something is loose near the cylinder. .